Event description:
The nurse manager reported that during pre-testing, two resuscitator bags would not compress and worked intermittently. Another resuscitator bag was used. The resuscitator bags were never used on a pt.